Event description:
It was reported that the pump exhibited travel reverse and check clutch / plunger lever errors and the clutch made a grinding noise. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified check clutch error in history. During the functional testing using multiple flow and occlusion test was unable to verify the reported issue and did not notice a grinding noise while the pump was running. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced clutch half's left and right with spring as a preventative measure. Performed function and delivery tests which passed.